Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Report received from china medical device ae reporting system states: on (B)(6) 2025, the patient accepted pacemaker implantation for type ii av block degree ii, preoperative preparation was normal. During the operation, bleeding was high after placement of the peel-away introducer and compromised the procedure. The physician gave cotton ball compression to reduce bleeding. The physician thought the peel-away introducer had poor seal.

Manufacturer narrative:
Note: this report was created based on information received from an adverse incident report submitted by (B)(6) hospital directly to china medical device ae reporting system (http://maers.adrs.org.cn).